Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to infection and erosion. Doctor performed exploration of the device and the left cylinder had eroded into the urethra. Pus at the site was thought to be due to infection. The reservoir was retained and a 13 mm malleable device was implanted. No other adverse patient effects were reported.

Event description:
Additional info received on 11/3/2022 as follows: patient is coming back to have the genesis placeholder removed and titan re-inserted on (B)(6) 2022.